Event description:
Consumer reported receiving 2nd degree burns to her back and arm while using the heating pad. She was laying on the pad at the time of the incident which is contrary to proper use instruction. The consumer did seek medical attention for her burns and is currently healed.